Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient had an episode of svt that was withheld by wavelet for seven minutes due to adequate match scores. The rate of the episode sped up and became ventricular fibrillation and was treated with a shock. The physician felt that the svt episode was ventricular tachycardia and should have been treated earlier. Reprogramming was performed to change the wavelet match threshold and to change the detection rate. The device remains in use. No patient complications have been reported as a result of this event.